Manufacturer narrative:
Submit date: 12/5/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding pump. The customer alleges that the unit does not alarm feed error or rotor error. The customer reported they were doing the routine preventative maintenance testing and part of the testing is for the audible alarm. There was no audible alarm for both feed error and rotor error. It displayed an error on the screen but there was no audible alarm. It also had a broken battery door and they suspected it may be an issue with the pcb.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, unit did not alarm for feed error or rotor error. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.